Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, cutting balloon blade detachment occurred. The severely calcified lesion was located in the basilic vein. The peripheral 8.00mm x 2.0cm x 135cm cutting balloon was advanced to the lesion and inflated once to 8atms. Upon removal of the cutting balloon from the patient's body, the physician noted that the blades were hanging off of the balloon. The device was removed as a unit from the patient without further intervention. The procedure was competed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as "fine."